Event description:
Abbott diabetes care received an mhra user report which contained the following information: a customer¿s wife, who is the caregiver reported the customer low scans of 3.4 mmol/l, 4.0 mmol/l, and 10.70 mmol/l on the adc freestyle libre 2 sensor when compared to a competitor meter results of 7.90 mmol/l, 9.40 mmol/l, and 24.30 mmol/l. It was further that the customer experienced bleeding as there was a ¿significant amount of blood pooled underneath the sensor and on the customer's arm¿. Due to the significant amount of blood, it required a local first aid cleanup, plaster, and a little distressing was applied to the customer¿s wound on the arm. Additionally, the customer became hyperglycemia and experienced symptoms of seizure and loss of consciousness, requiring a third party medical intervention treatment for his hyperglycemia however, treatment details were not provided. The customer¿s wife noted that the customer¿s hyperglycemia symptoms were brought under control and did not require hcp treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Sections b5 and h6 were incorrectly documented in the initial MDR report as additional information pertaining to product issue was addition to case. The information has been including in the report and these sections have been updated.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mhra user report which contained the following information: a customer¿s wife, who is the caregiver reported the customer low scans of 3.4 mmol/l, 4.0 mmol/l, and 10.70 mmol/l on the adc freestyle libre 2 sensor when compared to a competitor meter results of 7.90 mmol/l, 9.40 mmol/l, and 24.30 mmol/l. It was further that the customer experienced bleeding as there was a ¿significant amount of blood pooled underneath the sensor and on the customer's arm¿. Due to the significant amount of blood, it required a local first aid cleanup, plaster, and a little distressing was applied to the customer¿s wound on the arm. Additionally, the customer became hyperglycemia and experienced symptoms of seizure and loss of consciousness, requiring a third party medical intervention treatment for his hyperglycemia however, treatment details were not provided. The customer¿s wife noted that the customer¿s hyperglycemia symptoms were brought under control and did not require hcp treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mhra user report which contained the following information: a customer¿s wife, who is the caregiver reported the customer low scans of 3.4 mmol/l, 4.0 mmol/l, and 10.70 mmol/l on the adc freestyle libre 2 sensor when compared to a competitor meter results of 7.90 mmol/l, 9.40 mmol/l, and 24.30 mmol/l. The customer became hyperglycemia and experienced symptoms of seizure and loss of consciousness, requiring a third party medical intervention of unspecified ¿local first aid to the arm¿ and treatment to control his hyperglycemia. The customer further reported his hyperglycemia symptom was brought under control and did not require hcp treatment. There was no report of death or permanent injury associated with this event.